Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Ventilator¿s log files were not provided. Our field service engineer (fse) was on-site to investigate the reported issue further and replaced pc1861 and pc2024. After replacement of the defective parts, the ventilator functioned properly and was cleared for clinical use. No parts were returned for further investigation. Since the issue could not been investigated further, the root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).